Manufacturer narrative:
Device received with blank white display due to corroded battery tube. Unable to perform functional testing including self test, sleep current measurement, active current measurement or displacement test due to display anomaly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The patient¿s blood glucose level was 175 mg/dl at the time of the incident. Customer stated the display was not blank less than 30 seconds and did not return. Customer stated the contacts on the battery cap are neither missing nor damaged. Customer stated battery compartment is neither damaged nor corroded. Issue was not resolved by troubleshooting. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device is not expected to be returned for analysis.